Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 monofocal iol (intraocular lens) was prepared by the nurse, who had folded the lens as usual. Before the implantation, the pressure in the patient's eye was very high and caused a bleeding. Reportedly, during implantation, the haptic broke off. As a result, the surgeon had to enlarge the wound and remove the lens from the eye. A vitrectomy was required and sutures were used. There was a 15 minute delay in the procedure. The patient was left aphakic due to the high pressure in the eye. The account commented that the device is not available for inspection. No additional information was provided.